Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the connection pin between the nail and the device broke. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation has confirmed that the pin on the insertion handle is broken off. The fracture surface is completely abraded. The review of the manufacturing and material documents has shown that the present insertion handle was manufactured in december 2009 according to the specifications. The review of the raw material certificate shows no deviations in relation to material analysis, strength and structural stability. Unfortunately, the exact cause of failure cannot be determined. A material or manufacturing fault can be excluded. The complained instrument was manufactured according to specifications this complaint was determined to be invalid placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.